Manufacturer narrative:
This follow-up MDR number 2250033-2018-00031 #1 references accriva diagnostics' complaint number (B)(4) and provides the results of the complaint evaluation summary for the hemochron signature elite, serial number (B)(4). Method code: 10 testing of actual device. Results code: 213 no device problem found. Conclusion code: 67 no problem detected. No additional data requested from the customer that is required to complete form FDA 3500-a has been received since the initial MDR was submitted. Thye root cause for the lower tan expected patient result could not be determined. MDR 2250033-2018-00031 follow-up #1 is accriva diagnostics' final report on this complaint and effectively closes the case.

Event description:
Follow-up #1.

Manufacturer narrative:
(B)(4). Method: analysis of production records. No history of service, repairs, capas or ncs. No complaints related to the one stated in the current report. Results: no findings available. Conclusion: conclusion not yet available. Accriva diagnostics has requested all data required for form 3500a. This is the initial 30-day report that precedes the instrument evaluation. MDR 2250033-2018-00031 follow-up #1 will be submitted after the device is returned to the manufacturer and the evaluation is completed.

Event description:
Healthcare professional reported that a hemochron signature elite and low-range act system reported lower than expected act results during an ablation treatment for atrial fibrillation. The patient received an intravenous bolus dose of heparin with an act target of 300 seconds. The first blood sample generated an act result that was as expected. The next 4 act readings were lower than the target range while additional heparin was given. A fifth blood sample was drawn and assayed on a second hemochron signature elite instrument using the same lot of hemochron act-lr cuvettes. This generated an act result >300 seconds, which was an expected result. The second signature elite instrument was used for further act testing. All act results were >300 seconds and were used for patient management. No adverse events or medical complications were reported. The hemochron signature elite and low-range act system passed electronic and liquid qc before the procedure.